Event description:
It was reported that the customer was hospitalized due to high blood glucose of 450mg/dl. Troubleshooting could not be performed at the time of call as customer just arrived to the hospital. Advised the mother to call back to give more information regarding the event. No further details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.